Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the right ventricular (rv) lead, the patient blood pressure dropped and it was suspected that the lead perforated. A cardiac echocardiography was performed and blood was observed in the pericardial fluid. It was suspected that the perforation resulted in tamponade and pericardial effusion. Immediate drainage and drug administration were performed, and the patient blood pressure returned to normal. Then the rv lead was implanted successfully and remains in use. The patient was placed under monitoring. No further patient complications have been reported as a result of this event.